Event description:
It was reported that the pt has a progressive decrease in speech understanding. Testing carried out on (B)(6) 2010, shows that 7 channels are in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.